Manufacturer narrative:
No product will be returned for eval.

Event description:
The mother reported that her son experienced his infusion set tubing separated at the luer lock connection. She reported that he tested his blood glucose and it was 400mg/dl. His normal value is 100mg/dl. The pt then examined the infusion set tubing and noticed the separation. The pt changed his infusion set and administered a bolus to reduce his blood glucose value. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the product, therefore no product will be returned for eval.